Event description:
An initial report was submitted for infection on the pump. Additional information received from the hcp indicates the original date on onset of the infection was 2006. Perioperative antibiotics were administered. The patient presented with swelling and incisional thinning. Both the device pocket and catheter track were reported as primary sources for the infection. A culture was obtained of the csf which produced pan sensitive coag negative staph. The patient was diagnosed with meningitis the next day. The patient was treated with IV antibiotics and total device system explant. The infection has reportedly resolved. The overall patient outcome is reported as ongoing as the patient is experiencing spasms related to adjustment issues with the supplemental oral baclofen. The device was returned to the manufacturer for analysis. See MFR's report # 2182207200602138.

Manufacturer narrative:
Final device analysis results reveal- no anomaly found.